Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of death.

Event description:
Patient's mother contacted dexcom on 06/06/2016 that the patient passed away on (B)(6) 2016. The cause of death was unknown. A certificate of death was not provided. It was unknown if patient was wearing the continuous glucose monitor (cgm) at the time of death. There was no alleged device malfunction. Additional event or patient information is not available.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom received additional information regarding a patient death that occurred on 05/06/2016. The patient's mother reported that the patient was very ill for a while. The patient was in a medical center for 2 months with many different complications such as high blood pressure, chemical imbalances, pulmonary edema, etc. In addition to diabetes. The patient was moved to the hospital and was there for 3 days. On the last day, his heart stopped and they were unable to resuscitate him. The cause of death was sepsis as declared by the doctor. A certificate of death was not provided. The patient was not wearing the continuous glucose monitoring (cgm) device at the time of death. There was no alleged device malfunction, no additional event or patient information was provided.